Event description:
A malfunction was reported on the pump, with no notable events occurring prior. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided the caller with instructions to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reappeared, which the caller acknowledged and understood.